Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient experienced tightness and numbness in their calf and tingling in their right leg three days after a stage 2 procedure. The patient had their stimulation decreased and while it initially helped, the sensation persisted. The patient then turned off their device after decreasing stimulation, however the sensation was still not eliminated. The patient was prescribed gabapentin to alleviate the nerve pain and kept the device off. The patient was seen again in the clinic after and had no relief from the gabapentin. The physician saw the patient and believed that the patient may be having a sciatica issue and prescribed the patient muscle relaxant and anti-inflammatory medication. The patient was advised to keep the stimulation off and to schedule a follow up appointment in a couple of weeks. An x-ray was performed which showed no lead movement and the lead still in a good position. In the most recent update, the patient visited the chiropractor and is feeling much better.

Event description:
It was reported the patient stated they had tightness in their calf and numbness, tingling in their right leg three days after the stage 2 procedure. The patient had their stimulation decreased and, while it initially helped, the sensation persisted. The patient then turned off their device after decreasing stimulation, but it did not eliminate it. The patient was prescribed gabapentin as the provider believes the patient was describing nerve pain. The device will remain off. The procedure successfully completed using original method and/or device. The patient was seen again in clinic today, with no relief from the gabapentin. The physician saw the patient and believed the patient may be having a sciatica issue and has prescribed them a muscle relaxant and anti-inflammatory and scheduled a follow up in a couple of weeks to reevaluate. The stimulation will remain off in the meantime. An x-ray was taken and showed no lead movement has occurred, and it is still in good position. The patient provided an update and said they visited with their chiropractor and is feeling so much better.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k)#:additional premarket / 510(k) # p190006. Block d4: UDI for concomitant product, tined lead: (B)(4). Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "numbness" and "tingling" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Block d2b: product code: additional product code qon block d10: model number/catalog number: 1201 serial number: (B)(6). Batch/lot number: al1tc44036 model/catalog description: tined lead unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k)#:additional premarket / 510(k) # p190006 block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the device is still implanted. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of numbness and tingling was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition. Correction: block h6: evaluation conclusion codes.

Event description:
It was reported the patient stated they had tightness in their calf and numbness, tingling in their right leg three days after the stage 2 procedure. The patient had their stimulation decreased and, while it initially helped, the sensation persisted. The patient then turned off their device after decreasing stimulation, but it did not eliminate it. The patient was prescribed gabapentin as the provider believes the patient was describing nerve pain. The device will remain off. The procedure successfully completed using original method and/or device. The patient was seen again in clinic today, with no relief from the gabapentin. The physician saw the patient and believed the patient may be having a sciatica issue and has prescribed them a muscle relaxant and anti-inflammatory and scheduled a follow up in a couple of weeks to reevaluate. The stimulation will remain off in the meantime. An x-ray was taken and showed no lead movement has occurred, and it is still in good position. The patient provided an update and said they visited with their chiropractor and is feeling so much better.

Event description:
It was reported the patient stated they had tightness in their calf and numbness, tingling in their right leg three days after the stage 2 procedure. The patient had their stimulation decreased and, while it initially helped, the sensation persisted. The patient then turned off their device after decreasing stimulation, but it did not eliminate it. The patient was prescribed gabapentin as the provider believes the patient was describing nerve pain. The device will remain off. The patient was seen again in clinic today, with no relief from the gabapentin. The physician saw the patient and believed the patient may be having a sciatica issue and has prescribed them a muscle relaxant and anti-inflammatory and scheduled a follow up in a couple of weeks to reevaluate. The stimulation will remain off in the meantime. An x-ray was taken and showed no lead movement has occurred, and it is still in good position. The patient provided an update and said they visited with their chiropractor and is feeling so much better.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). This report is being filed to include the update for the h6 field.